Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint was verified to be the associated lead whose wires were fractured 1 cm from the clik anchor site. The ipg was verified to be working as expected. Sc-2218-50 (sn (B)(4)) the complaint of high impedances was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 10.22 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The completely severed cables are the reason for the high impedances observed. The broken cables are still contained inside the lead body.

Event description:
A report was received that the patient¿s lead had high impedances and lead migration. The physician suspected device malfunction. Database analysis revealed high impedance measures on all contacts and battery discharge and charge profile revealed no anomalies. The patient underwent a procedure wherein the leads and the ipg was replaced. The ipg was replaced per physician¿s preference since fluid got into the header of the ipg and was not comfortable using it.